Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient reported that the infusion set's catheter detached from the set. There was no damage when the package was first opened. Therefore, the patient replaced the infusion set. No further information available.